Event description:
Caller reported aviva system blood glucose result of 454 mg/dl and a professional system result in the 200s mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.